Event description:
It was reported that during a laser lithotripsy, the fiber tip came off but did not fall inside the patient. The procedure was completed using another fiber without patient complications.